Manufacturer narrative:
Continuation of d10: product ID: nv unk pipeline (lot: unknown); implant date: n/a; explant date: n/a; product ID: nv unk pipeline (unknown); implant date: n/a; explant date: n/a; citation: shi l, zhan y, lv b, ren b, wang d. Lattice versus pipeline and tubridge flow diverters for unruptured internal carotid artery aneurysms: a retrospective cohort study.. World neurosurgery 208 2026. Doi:10.1016/j.wneu.2026.124832 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found a report of ischemic stroke, transient ischemic attach (tia), asymptomatic new hyperintense foci, residual aneurysm, and in-stent stenosis in association with pipeline embolization. The time frame of this study was january 1, 2022 to june 30, 2024. The purpose of this article was to compares the procedural and angiographic outcomes of the novel lattice fd with established devices (pipeline and tubridge). A total of 36 patients received the lattice flow diverter and a total of 33 patients received the control stent including 21 patients receiving the pipeline flow diverter and 12 patients receiving the tubridge stent. The authors reviewed 69 cases of patients treated for unruptured internal carotid artery aneurysms using pipeline embolization. Of the 33 patients receiving the control device (pipeline or turbridge), the average age was 62 years, 19 were female and 14 were male. The article states microguidewire massage was required in 10 cases during use of the pipeline embolization. The primary indications for such manipulation included: inadequate stent wall apposition observed on fluoroscopy or dsa, such as a "fish-mouth" phenomenon; failure of the stent to fully expand at its proximal or distal ends; and stent malposition or migration requiring correction. The following intra- or post-procedural outcomes were noted: ischemic stroke occurred in 1 patient transient ischemic attach (tia) occurred in 2 patients asymptomatic new hyperintense foci =3 mm on postoperative 48-hour MRI occurred in 8 patients residual aneurysm occurred in 12 patients in-stent stenosis occurred in 2 patients.